Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 16.7-17.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
It was reported that the patient presented for rv lead revision due to oversensing. During device preparation, an insulation anomaly was observed. The lead was explanted and replaced without any problems. The patient left the operating room in good condition.